Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00567, 1627487-2020-00568, 1627487-2020-00570. It was reported that patient experienced ineffective stimulation. Diagnostics revealed low impedances on multiple contacts. X-rays indicated both extensions are severely twisted from ipg flipping aground. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received that patient underwent surgical intervention where in the extensions were explanted and replaced, and ipg pocket mess was added, resolving the issue.